Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had presented in-clinic for a routine follow-up, upon interrogation several noise reversion episodes were present. Tse noted that the sensitivity was programmed to auto/auto and discussed that the physician may consider taking the sensitivity to an appropriate fixed value as the device may be oversensing something that was not apparent with a visual inspection of the egm. The suggestions would be discussed with the physician, no intervention had been reported.